Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 14.3-16.0cm and 16.0-16.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.